Event description:
No malfunction was reported with the insulin pump, the device had been changed to a loaner insulin pump. The device is being returned for further analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad trace. The following cosmetic damage was noted: minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip.